Event description:
During testing of a trilogy evo muffler assembly at the manufacturer's service center, the device failed a test step. The muffler assembly needs to be replaced to address the issue.